Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s date of birth, patient¿s gender, patient¿s weight, ethnicity and race were not provided for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported that band aid brand hydroseal bandage fell off every single time it got wet. Consumer was on the remote island and had a bite that needed to be covered. As product was not staying on her skin, the consumer developed a nasty abscess that needed to be treated with IV antibiotics and had to be lanced and packed.